Manufacturer narrative:
Analysis was able to confirm the reported broken output connector assembly. Analysis also noted that the upper case was broken, one case screw was contaminated, and the display wires were pinched with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connection ports. The epg was returned for service. There was no patient involvement.